Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of a loss of external power while connected to the mobile power unit (mpu) was confirmed via log file analysis. A review of the log files contained data spanning approximately 2 days ((B)(6) per timestamp). Starting (B)(6) at 9:40:59 and (B)(6) at 9:42:05, low voltage and power cable disconnect alarms activated due to losses of ac power while connected to the mpu. The alarms starting at 9:40:59 transitioned into no external power alarms at 9:41:03. The alarms cleared for both events once ac power was quickly restored. The backup battery was able to provide power to the system during both events. There were no other notable alarms active in the log file. The heartmate mobile power unit (s/n: (B)(6)) was not returned for analysis. Per the provided information, the v-lock connector was in use during the event. The ac power cord did not come loose from the wall outlet or the back of the unit. A new mpu was provided to the patient on (B)(6)2023 and the exchanged (B)(6) was not planned on being returned for analysis. The patient reported no further alarms while connected to the new mpu. It was recommended to plan a home inspection by a certified electrician; however, the patient did not schedule an assessment. A root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 instructions for use, rev. C, section 7 - ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D, section 5 - ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power, power cable disconnect, and low voltage alarms. Heartmate 3 instructions for use, rev. C, section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook, rev. D, section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 instructions for use, rev. C, section 6 - "caring for the equipment" describes how to care for and clean all equipment, including the mpu patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had concerns about loss of external power at home while on the mobile power unit (mpu). The alarms and indicator lights on mpu completely turned off and blacked out requiring the patient to transfer to external 14v batteries. A review of the log files revealed no external power alarms on 08jun2023 from 0940 to 0942. The no external power event on 08jun2023 at 0955 was caused by simultaneous power lead disconnects while the patient was switching mpu power to battery power. Of note the patient made plans to follow up with apartment complex landlord to have certified electrician perform home inspection for electrical components including amperage usage and wall outlet evaluation. A new mpu was provided to the patient during a clinical visit on 09jun2023.